Event description:
In 2001, around 7pm pt went to test blood glucose on the ultra meter, but the meter would not turn on. Earlier that day, the meter was working fine and pt had taken insulin based on the readings. When the meter would not turn on pt "guessed" pt's blood glucose and took "about 10 units of humalog. Pt had already taken pt's set amount of ultra lente 30 units an hour earlier after dinner. Pt denied having any symptoms. About 40 minutes after taking the 10 units of humalog, pt called lfs since pt "did not want to keep guessing the blood glucose the next days as well". The customer service rep advised to reseat the batteries in the meter. The meter turned on and the issue was resolved. Customer service rep replaced the meter for customer comfort. Later that night, pt tested again on the meter and it "worked fine". Pt also took insulin based on the meter reading that night. Pt rec'd the new ultra meter, but has not opened the box yet. Pt is still using the subject meter. Went over the control solution procedure. Pt stated that pt could not find pt's control solution and even if pt did, it would probably be expired. Sending new control solution.